Event description:
A malfunction alarm was reported, identified with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset instructions and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reoccurs.